Event description:
Angiocath used for IV insertion- rn stated that the needle tip was not sharp. This made it difficult to puncture the skin upon insertion. This is the only lot involved that our hospital is aware of at this time.======================manufacturer response for shielded IV catheter, insyte autoguard (per site reporter).======================going to send angiocath to manufacturer, so they can initiate an investigation.